Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by video connector damage. However, the specific cause of the damaged video connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing, the endoscope connection of their visera 4k uhd camera control unit device was defective, and that there were broken optics. Upon inspection and testing of the returned unit, it was discovered that the device did not display an image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device did not display an image due to cracks in the video connector socket case. Additionally, the scope connector was cracked. The customer's reported issue was therefore confirmed. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.